Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal/snaring of distal shaft from patient-medical intervention. Device issue: shaft separation. It was reported that the device was being used in the coronary artery and it was inflated 8 times at 15 atm. On the last inflation at 30 atm (above rbp), the balloon burst. Upon removal, the distal shaft broke and it had to be snared from the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering reviewed the incident and the most likely root cause of this balloon rupture appears to be related to user error; the overpressurization of the dilatation catheter. It was reported that during the procedure, the last inflation pressurized the powersail to 30 atm, which is above the products rated burst pressure (rbp). The product's instructions for use (IFU) warns that "the balloon pressure should not exceed rbp".